Event description:
It was reported the patient received shocks and went to the emergency department. It was noted the ventricular lead had dislodged. The lead was attempted to be repositioned with fixation difficultly. The physician noticed and removed tissue on the lead helix. A satisfactory position was not obtained and a different lead was implanted. No further patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.